Event description:
On (B)(6) 2012, pt reported she is waking up some mornings with readings in the 400-500's mg/dl. Pt's normal blood glucose range is usually around 60-110 mg/dl. Pt stated she will take her infusion site out and the cannula will be bent. Pt reported to treat herself she is changing the infusion site and then bolusing. Pt stated this will bring her blood glucose level back down. Pt reported the issue does not occur every morning and it is not occurring with every infusion site. Pt stated this is also causing knots under her skin. Pt reported the insulin is not pooling or leaking at the infusion site. Pt stated the issue has been occurring for the past month and a half, and just with this box of infusion sets. Pt reported the infusion device is not alarming an e4 (occlusion) error message when the infusion set cannulas are bending. On follow up call on (B)(6) 2012, pt reported the alleged infusion sets have been discarded. Pt stated the new infusion sets are working fine and she is not having occlusion issues and her blood glucose level is back down to normal. Pt reported the issue has been going on for about 3 months prior to this call. On call back on (B)(6) 2012, pt reported the infusion device has not been alerting her to e4 (occlusion) error messages. The pt did not require assistance from a healthcare profession or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation